Manufacturer narrative:
UDI: (B)(4) incomplete. The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (8l48837), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: an mre review was performed, and results obtained as below: product code: 228151 lot number: 8l48837 anomalies or discrepancies (non-conformance): none device history batch: null. Device history review: null.

Event description:
It was reported by the sales rep in (B)(6) that during a meniscal repair surgery on (B)(6) 2022, it was observed that the trigger did not release the implant on the truespan 12 degree peek device. According to the report, the red trigger lost its resistance. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.